Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An ophthalmologist reported a patient with diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The previously prescribed topical steroid eye drops were increased. Additional information received states that the patient is doing better. The dlk has resolved but the patient now has striae. The patient is using topical artificial tear drops.